Event description:
It was reported that the ilet user experienced high glucose after a meal and acknowledged not announcing meals due to concern about subsequent lows. Education was provided to announce meals unless contraindicated by a clinician to mitigate extended postprandial hyperglycemia. Symptoms included hyperglycemia with a peak of 305 mg/dl. Outcomes included no reported hospitalization, long-term impairment, or required medical intervention beyond user education. Investigation included user interview and troubleshooting with education regarding appropriate meal announcements. Investigation of this case revealed no device malfunction or component failure and indicated user technique contributed to the event due to missed meal announcement. It was concluded, based on previously established findings for similar reports, that user interaction and use error were the most likely causes.